Event description:
As reported by the user facility: (B)(4), lot # 0061211133, 1 item, reported (B)(6) 2012. Reports leaking at spinlock connector and connection to hub. IV fluid infusing was taxol and that did leak to a chemo spill and exposure to staff member. Customer did save sample.

Manufacturer narrative:
In a follow up call to the reporting facility, it was confirmed there was no patient or staff injury as a result of the spill. There was no intervention needed. The actual device involved in the reported incident was returned for evaluation. There were no manufacturing defects visually noted. The sample was tested for occlusion and for leakage per specification. There was no occlusion or leakage observed on the set. The iso luer/taper test was performed on the female and male adapters with acceptable results. The reported defect could not be duplicated and the returned product met specification. Batch record review of the reported lot number did not reveal any discrepancies or non conformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number or finished good lot number. Based on the investigation, no conclusion can be made regarding the cause of the event.